Event description:
The following information was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown therapy. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized. It was unknown whether the patient received remedial therapy for the peritonitis. Peritonitis is not resolved. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.